Event description:
It is reported that the pad fractured.

Manufacturer narrative:
(B) (4): evaluation codes: as returned, the device is fractured along one of the straight side. The device has a potential field age over 3 years. Device history records indicate all components were manufactured and inspected to specification.